Manufacturer narrative:
Citation: saleh, n. Md et al. Femoral access-related complications during percutaneous transcatheter aortic valve implantation comparing single versus double prostar xl device closure. Catheterization and cardiovascular interventions (2015) 86:1255¿1261 doi 10.1002/ccd.25966 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding access site closure outcomes with the use of closure devices after the implant of a transcatheter aortic valve. All data were collected from a single center between 2012 and 2014. The study population included 126 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 83 ±6 years among all patients adverse events included: vascular complications and blood loss. Based on the available information, these events may have been attributed to a medtronic product or may have been due to the closure device. A direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported